Event description:
Received notification that the patient re-tore their acl while using the product and additional medical intervention was required to treat the reported injury. No additional information was provided. The product was not returned for evaluation or investigation.

Manufacturer narrative:
No additional information was provided. The device was not returned for evaluation or investigation.